Event description:
Additional information received reported etiology was also surgery/anesthesia.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389-40, lot# 0210087956, product type: lead.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that an examination was done on (B)(6) 2016 and the patient had a wound behind their left ear with the lead visible. The lead had dislodged and migrated. Interventions included a revision and medications being administered. A revision to reposition the lead was done on (B)(6) 2016. During the revision, the lead was cleaned and buried. The patient was given tavanic and rafadine. The event resulted in in-patient hospitalization. The outcome was resolved without sequelae. The etiology is not related to the device or therapy and related to the implant procedure, left subthalamic nucleus (stn) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp). The etiology was updated to possibly related to the device/therapy.